Manufacturer narrative:
(B(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported symptom and treated with syringes. . Customer's current blood glucose value was 260 mg/dl and the blood glucose was 444 mg/dl at the time of incident. Customer reported readings 334 mg/dl, 444 mg/dl, 81 mg/dl, 136 mg/dl, 389 mg/dl, 400 mg/dl. Customer performed to troubleshoot for high readings. The drive support cap appeared normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer declined to check their settings. The customer will call back to perform high pressure test. The product was not returned for analysis.